Event description:
Appears potential atrial under sensing/events falling in blanking triggering device classified false termination of at/af event(s) at times. This report reflects info received by FDA in the form of a notification per 803.22 (b)(2).